Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, moderately tortuous, and mildly calcified de novo lesion in the distal circumflex artery. Following pre-dilatation and intravascular ultrasound, a 2.25x18mm xience skypoint stent delivery system (sds) was advanced; however, failed to cross due to resistance with the anatomy. The sds was removed and resistance was felt with the extension catheter. An attempt to re-advance the sds together with an extension catheter was planned, but it was noted that the distal tip was collapsed and it did not enter the extension catheter. The procedure was successfully completed with a 2.25x15mm xience skypoint stent and a 2.5x23mm xience skypoint stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.